Event description:
It was reported that the patient experienced st elevation due to air entering the right coronary artery. During a pulse field ablation procedure to treat an atrial fibrillation (a fib), an intellamap orion catheter, a farawave catheter and a faradrive steerable sheath clear were selected for use. After mapping the right atrium and left atrium with orion catheter, the farawave catheter was inserted into the fararadrive sheath and placed in the left atrium. Air entered the proximal right coronary artery, which led to an st segment elevation observed on a 12-lead ECG. It was confirmed that air embolism was observed due to air entering the coronary artery; an occlusion was noted near this artery. It was suspected that the air ingress occurred during this farawave catheter insertion to the left atrial. The air was aspirated and the complication was resolved. No further complications were reported. No further findings were observed during fluoroscopy. The devices are expected to be returned for analysis. The patient had recovery from the event with no other symptoms. Patient current status information is not available. Moreover, when the irrigation of the farawave catheter was switched from the orion catheter's irrigation system, it was suspected that the flushing might not have been sufficient and that the issue was caused by the connecting tube rather than the catheter itself. The physician commented that the embolism was caused by air entering the coronary artery due to insufficient saline flow during the switch. Irrigation was not interrupted or stopped during the procedure and no issues were confirmed with the irrigation system. The sheath was not removed from the body, reinserted, or replaced. However, during post-operative verification, it was indicated that within the irrigation system, which connects via multiple tubes, there was a possibility that air remained within of the tube when the orion was changed to the farawave. No damage or abnormalities were noted in the sheath during preparation. Terumo te-261 irrigation method was used with a flow rate of 20ml/h. No leaks were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The patient codes of st segment elevation and air embolism are considered within the risk threshold of embolism and occlusion is considered within the risk threshold of vessel trauma

Event description:
It was reported that the patient experienced st elevation due to air entering the right coronary artery. During a pulse field ablation procedure to treat an atrial fibrillation (a fib), an intellamap orion catheter, a farawave catheter and a faradrive steerable sheath clear were selected for use. After mapping the right atrium and left atrium with orion catheter, the farawave catheter was inserted into the fararadrive sheath and placed in the left atrium. Air entered the proximal right coronary artery, which led to an st segment elevation observed on a 12-lead ECG. It was confirmed that air embolism was observed due to air entering the coronary artery; an occlusion was noted near this artery. It was suspected that the air ingress occurred during this farawave catheter insertion to the left atrial. The air was aspirated and the complication was resolved. No further complications were reported. No further findings were observed during fluoroscopy. The devices are expected to be returned for analysis. The patient had recovery from the event with no other symptoms. Patient current status information is not available. Moreover, when the irrigation of the farawave catheter was switched from the orion catheter's irrigation system, it was suspected that the flushing might not have been sufficient and that the issue was caused by the connecting tube rather than the catheter itself. The physician commented that the embolism was caused by air entering the coronary artery due to insufficient saline flow during the switch. Irrigation was not interrupted or stopped during the procedure and no issues were confirmed with the irrigation system. The sheath was not removed from the body, reinserted, or replaced. However, during post-operative verification, it was indicated that within the irrigation system, which connects via multiple tubes, there was a possibility that air remained within of the tube when the orion was changed to the farawave. No damage or abnormalities were noted in the sheath during preparation. Terumo te-261 irrigation method was used with a flow rate of 20ml/h. No leaks were noted.